Event description:
It was reported that during an implant procedure the right ventricular (rv) lead exhibited undersensing. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to flattening. Visual analysis of the lead indicated damage at implant. The analyst noted that the proximal conductor is flattened- down on the distal conductor at 10.5, 13.9 and 38cm. No sign of inner insulation breach.